Event description:
It was reported to boston scientific corporation in 2007 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient two days prior (patient age and weight unknown). According to the complainant, during the procedure, when the physician put the tome through the scope, they noticed a burr on it. When it was outside the scope, they tried to put the wire through it and it wouldn't go through. The procedure was successfully completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
A visual analysis of the returned device revealed that the distal tip was split and the working length was twisted and bent upon return. The cutting wire was also found to be bent and discolored due to use. A kink in the extrusion was found underneath the cutting wire 1.5 centimeters from the distal end of the device. A functional evaluation found that an 0.035 inch guidewire could not be passed through the device due to the bend and kink in the working length. The most probable root cause is that during handling, the device tip was cracked possibly due to coming into contact with the scope. It appears that the working length was bent due to excess force manipulating the device. The device was also kinked most likely due to the device being over bowed which can kink the device.